Event description:
It was reported that the device was stuck on the guidewire. An agent dcb mr 3.00 x 30mm was selected for treatment of the target lesion, which was moderately tortuous, severely calcified, and 75% stenosed. During the procedure, it was noted that the inner mount of the agent could not be separated from the guidewire. The device was removed from the patient, and another of the same device was used to successfully complete the procedure. There were no patient complications.